Event description:
Siemens was notified on (B)(6) 2012, that the dose in treatment was incorrect however, there was no interlock indicating the deviation between the two (2) dose-monitoring systems. Reportedly, the dose rate became "very high for an instant" during treatment. Monitor 1 showed the dose to be complete, but the dose rate shown on monitor 2 was much lower than that of monitor 1. There was no interlock for the deviation, however the system shows complete. There is no report of injury to a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2012, and this MDR is being electronically submitted through the FDA webtrader portal on (B)(4). Siemens' investigation into the reported issue is on-going and a supplemental report will be submitted to the FDA upon receipt of the completed investigation. (B)(6).